Manufacturer narrative:
Implant date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported another patient who had the same issues. Their device had failed and they had unexplained shocks, pressure and lower back pain it was noted they had pain with the 3031a, implanted in 2005 and with the 3058 implanted in 2010. It was stated their device was not functioning, which may result in another surgery. No other patient information or event details were provided. No further complications were reported or anticipated.